Event description:
The event is reported as: the endotracheal cuff deflated on its own while being used on a pt. Another endotracheal tube was used. No pt injury reported.

Manufacturer narrative:
Eval: method: device history record (DHR) review and complaint history review. Results: other - DHR review showed no similar defect reported during the manufacturing or package processes of the reported lot number. Complaint history review for this catalog number from (B)(6) 2009 to (B)(6) 2010 showed a total of three complaints reported with the same defect. Three MDR's filed for the three complaints. A complaint history review on the product family from (B)(6) 2009 to (B)(6) 2010 was conducted. This review identified one other complaint with the same reported defect. MDR filed for that catalog number. Conclusions: no conclusion can be drawn.